Event description:
It was reported via service report that the unit suddenly stops while in zoom. Stryker technician evaluated unit and could not duplicate the event and found the unit to be working to specification. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via service report that the unit suddenly stops while in zoom. Stryker technician evaluated unit and could not duplicate the event and found the unit to be working to specification. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The previous MDR initial report was issued without the PMA/510(k)#. This MDR follow-up report is being issued with the PMA/510(k)# included.